Manufacturer narrative:
The customer's repeat protocol is for any initial accutni result >0.40ng/ml. The samples are not re-spun before repeat testing. The instrument is currently performing within qc specifications. Service was not dispatched for this event due to event occurring over 60 days ago. A root cause for this event was not determined.

Event description:
Beckman coulter inc., (bci) contacted this customer via the troponin (accutni) marketing survey program (msp) customer contact program. The customer indicated some occurrences of non-reproducible false positive accutni patient results. The erroneous results were not reported outside of the laboratory. The customer was asked to provide specific data, however the customer declined to submit data due to the event occurring over 60 days ago. The customer did not report affect to the patient or user attributed or connected to this event.